Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an opc, packaged capio device was used during a vault suspension procedure performed on (B)(6) 2020. According to the complainant, during the procedure, after the deployment of the capio device, the dart unintendedly came off inside the patient. It was observed that the count was incorrect so an x-ray was required. The detached dart was seen on x-ray and the physician had to "go back in" in attempt to remove the dart. It is unknown how the detached dart was attempted to be removed from the patient; however the attempt was unsuccessful. The procedure was completed with another opc, packaged capio device. There were no patient complications as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be okay.

Event description:
It was reported to boston scientific corporation that an opc, packaged capio device was used during a vault suspension procedure performed on (B)(6) 2020. According to the complainant, during the procedure, after the deployment of the capio device, the dart unintendedly came off inside the patient. It was observed that the count was incorrect so an x-ray was required. The detached dart was seen on x-ray and the physician had to "go back in" in attempt to remove the dart. It is unknown how the detached dart was attempted to be removed from the patient; however the attempt was unsuccessful. The procedure was completed with another opc, packaged capio device. There were no patient complications as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
Block h6: device code of 2907 captures the reportable event of dart detachment. Block h10: an investigation of the returned opc, packaged capio device was performed. Visual analysis found that it was returned for analysis in an opened pouch. There were no dart and no deployment suture received. The cage was detached and this part was not returned with the device; this failure could be caused by procedure practices such as user technique, handling, or excessive force applied to the device that could push out the cage. Also, the device had torsion marks in the cage area which confirmed that it was manipulated. The 7 riveting pins were in place. Functional analysis was not performed due to the device condition. Based on the analysis of the returned device, the reported issue of dart detachment could not be confirmed. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The analysis of the device along with the event description, led to conclude that it was a failure that occurred during the procedure. Therefore, the most probable cause for this complaint is adverse event related to procedure, due to the adverse event occurred during the procedure and the device had no influence on event. A labeling review was performed and there was no indication the device was not used in accordance with the directions for use (dfu). The reported patient event of unretrieved device fragment is listed in the dfu as adverse event of this procedure.